Manufacturer narrative:
There was no ge service performed on this system. The customer cleared the fault and returned the system to service.

Event description:
The customer reported the system locked up. No patient injury was reported.